Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 and alt alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation results for 2 patient samples on a cobas 8000 cobas c 701 module. On (B)(6) 2024, sample 1 had an initial creatinine result of 310 umol/l. The sample was repeated and the result was 50 umol/l. On (B)(6) 2024, sample 2 had an initial alt result of 90 ui/l. The sample was repeated and the result was 12 ui/l. It is unknown if any questionable results were reported outside of the laboratory.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. Based on the available data, a general reagent issue could be excluded. The field service engineer (fse) checked and cleaned the vacuum path, found a dirty probe, replaced rinse tubing and the degasser, and confirmed analyzer operation. The service maintenance actions performed by the fse resolved the issue.